Manufacturer narrative:
The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 25mm aortic valve was disabled via a valve-in-valve procedure after an approximate implant duration of 17 years due to unknown reasons. A non-edwards transcatheter valve was implanted.

Manufacturer narrative:
There may be cases when a transcatheter intervention is indicated or performed. Although there are multiple root causes, valves are typically treated because they are not functioning optimally. A valve-in-valve procedure carries significant risk. The device was not returned for evaluation, as it remains implanted. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event.

Event description:
Edwards received notification that a patient with a 25mm aortic valve has been placed under consideration for a valve-in-valve procedure after an approximate implant duration of 17 years due to unknown reasons.